Event description:
While trying to calibrate this laser fiber, the laser would indicate control relined too soon - even though the touch control was not relined at all. After testing in biomedical engineering, the probe was found to be intermittent when using the touch control. The fiber would calibrate part of the time and not caliabrate at other times. These fibers could have caused patient harminvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.